Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was out of calibration at the 0, 4, and 12 readings, the position of the control bar was not correct and a screw was missing. The screws were replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom.

Event description:
It was reported that during an unknown time, the dermatome was observed to be in need of repair. There was no note of harm or delay. During product evaluation, it was found that the device was missing a screw. Due diligence is complete and there is no additional information available.